Event description:
It was reported that the patient with this implantable pacemaker experienced atrial fibrillation (af) and think device was not working or programmed correctly. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.